Event description:
Follow up information received that the patient's pain at the ipg site has resolved.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient reported pain when moving around and rubbing pain for the last few months (exact date unknown). The patient had the ipg replaced as well as the lead replaced due to ineffective stimulation (mfg report reference: 1627487-2019-06044, 3006705815-2019-01928). Effective therapy restored post operation.